Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr range. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Although no additional information was provided regarding the report of increasing liver function tests and creatine, or the report that a CT scan was conducted to rule out thrombus, this IFU also lists hepatic dysfunction, renal failure, and thrombosis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A direct correlation between (B)(6), and the reported events could not conclusively be determined through this evaluation. Review of the log files provided by the account revealed no notable events or alarms. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further related issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with increasing liver function tests, lactate dehydrogenase, and creatine. The patient denied having any alarms or elevated powers. The patient was scheduled for a computed tomography (CT) scan to rule out thrombus. Review of the patient's log files showed one low flow event on (B)(6) 2021 at 17:27, where the estimated flow was at the 2.5 liters per minute threshold. This was not sustained long enough to trigger an audible alarm. No other unusual events were seen within the log, however the patient's pulsativity index was on a downward trend.